Event description:
The healthcare provider reported that two viality units leaked. New viality units needed to be opened to finish the procedure.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to 99 as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.